Event description:
It was reported that the patient was in an atrial fibrillation and slow ventricular tachycardia with the slow ventricular tachycardia lasting approximately 10 hours. It was reported that no therapy was delivered. The patient went into ventricular fibrillation the following day with intermittent undersensing resulting in failure to meet detections and no therapy was delivered. The right ventricular sensitivity was reported as programmed to 0.45mv. The failure of the device to deliver therapy was reported to result in the patient demise.

Event description:
It was reported that the patient was in an atrial fibrillation and slow ventricular tachycardia with the slow ventricular tachycardia lasting approximately 10 hours. It was reported that no therapy was delivered. The patient went into ventricular fibrillation the following day with intermittent undersensing resulting in failure to meet detections and no therapy was delivered. The right ventricular sensitivity was reported as programmed to 0.45mv. The failure of the device to deliver therapy was reported to result in the patient demise.-###-from pe-700397769-it was reported from the physician's office that a remote transmission came in as an alert. The patient was implanted with an implantable cardioverter defibrillator (ICD) system. Review of the transmission revealed the patient went into atrial fibrillation (afib) with rapid ventricular rate. The rate slowed to 151 bpm and continued for 10 hours. This resulted in no biventricular pacing and the rate was under the detection rate for the vt zone of 162 bpm. The following morning there was an episode labeled as non-sustained ventricular tachycardia (nsvt) at the same time an alert was triggered for short v-v interval, however it appeared the patient was in ventricular fibrillation (vf) with intermittent undersensing and vf zone detection not being met for therapy to be delivered. The clinician contacted the family and was informed that the patient had passed away. Additional information was received from the clinician that the patient had a history of congestive heart failure. Cause of death was unknown. The clinician stated per the physician, the patient was in a slow ventricular tachycardia (vt) below the vt zone detection rate for several hours. The time of death was unknown so it was possible that oversensing/undersensing occurred as the patient was dying. It was also noted that the r wave sensitivity was programmed at 0.45. The clinician stated when they last saw the patient in their office approximately 2 years ago r wave sensitivity was programmed 0.3. She was unsure when the settings were changed. Had the sensitivity been programmed lower, a shock may have been delivered. The clinician stated the factors contributing to the patient¿s death were likely device programming (r wave sensitivity) and the fact that the patient was in a slow vt for several hours, rather than a device malfunction.

Manufacturer narrative:
Product event summary: product ID# 419688. A proximal portion was received measuring 17.5 cm. Analysis was performed and no anomalies were found, the outer insulation of the lead was extrinsically breached due to melting, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d224trk, implanted: (B)(6) 2010. Product ID: 694765, implanted: (B)(6) 2010. (B)(4).